Manufacturer narrative:
MFR received date: 20 may 2020. Correction to update the type of reportable event field to death from serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR rec'd date: MFR rec'd datedec2019. Report date: 20jan2020. The determination could be made that the device failed to meet specifications. There is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 13dec2019. Date of report : 16dec2019. Despite multiple request for more information the customer refused to provide more information about the reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
Customer reported the vent would not switch modes when the paramedics operating it on the way. The patient passed away, however the customer states they do not think the ventilator was the cause of the patient's death. The manufacture's international service engineer (se) confirmed the device kept blowing without being able to change the working mode. The se replaced the gas delivery system to correct the issue.